Event description:
The fabric was implanted for a carotid endarterectomuy procedure in a heparinized pt with low cardiac output. Afterwards, the heparin was recversed with protamine. Within 24 hours, the pt suffered a stroke due to a thrombosis at the operative site. The pt was then thrombectomized, but no evident mechanical cause for the thrombosis was found. The fabric was left in. At this time, the pt had not fully recovered from the stroke. The pt is now being checked for heparin allergies. Note: co has now learned that the pt's condition is improving. In addition, the pt has tested negative for heparin allergy.